Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1277214 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Event description:
It was reported that the safety shield disconnected with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 10 separate occasions prior to use. The following information was provided by the initial reporter: safety mechanism in 368609 disconnected from the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield disconnected with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 10 separate occasions prior to use. The following information was provided by the initial reporter: safety mechanism in 368609 disconnected from the needle.